Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: the allegation of a dim and fading display could not be fully investigated due to damage to the display screen. When the pump powered on the display screen was blank and found to be damaged. The pump¿s audio and vibratory functions were still working normally. The broken screen was replaced with a test screen, which worked as expected. Unrelated to the display screen, the battery compartment was cracked at the opening of the battery chamber. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)